Manufacturer narrative:
Customer service conducted troubleshooting with the customer on 07/22/2020, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. They also checked to make sure the device would power on with the transformer. The customer indicated that the parts were clean and dry, however, they seemed to have "morphed," as she was cleaning them in a bottle sterilizer on the top shelf. An order was placed for replacement tubing and connectors; however, the connectors were on backorder, but would be shipped as soon as they were available. On 7/23/2020, the customer called back to medela llc and alleged that she saw her doctor and was treated for mastitis with prescription medication. Due to the freestyle flex being out of stock at this time, the customer was sent a pump in style device to keep as a courtesy and a freestyle flex pump would ship out to her when it was available. The customer was shipped the connectors and a replacement freestyle flex device on 07/28/2020. Return of her original pump, including parts/accessories, was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to follow up regarding the status of the mastitis, how the replacement device was working and the status of returning product, with no response as of the date of this report. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 07/22/2020, the customer alleged to medela llc that she had used her freestyle flex breast pump three times and the milk would not pass from the top attachment to the bottle and it would not release the suction.